Event description:
During a case, the user reported that the co2 levels were observed to be rising. Investigation found that a ceramic disc had cracked in the inspiration found that a ceramic disc had cracked in the inspiratory valve. The user manually ventilated the patient with an alternate device while the disc was replaced. The user then completed the case using the anesthesia machine. No patient injury.